Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had inappropriate atp due to a noise episode. Patient was unaware of the event. Patient presented to clinic and upon interrogation of the device, impedance and various lead vectors were monitored during pocket and device manipulation with isometric movement and no noise was noted. All pacing and defibrillation parameters were stable. The lead was explanted. Patient is stable.